Event description:
It was reported that the day after the implant procedure, this right ventricular (rv) exhibited increased threshold measurements. Diagnostic imaging was performed which confirmed pericardial effusion due to rv perforation. The rv lead was subsequently explanted and replaced to resolve the event. The right atrial (ra) lead was also explanted, but this was confirmed to be the result of the patient's condition (permanent atrial fibrillation). It was stated the rv lead was retained at the healthcare facility and is not expected to be returned. The patient was stable.